Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter and thruway, 014, 300cm/short taper/straight, 0008106393 were selected for treatment. The guidewire was advanced with a contralateral approach. During this, a kink occurred in the aorta area and was taken out. The balloon was advanced for dilation, but on the first inflation until it reached 8 atmospheres, the device ruptured. The balloon was removed without any problem and a 2mm x 20mm x 143cm coyote es balloon catheter was advanced; however, this device also ruptured on the first inflation until the time it reached 8 atmospheres. The device was also removed and replaced for another of the same device to complete the procedure. There were no patient complications reported, and patient status was good.